Event description:
It was reported that charging cable was damaged and no longer worked. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on insulin pen if pump battery depleted before replacement arrived, and replacement charging supplies were arranged to be sent under goodwill.